Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, an aortic valve replacement was performed and a 19 mm sjm regent valve was implanted. During a follow-up visit on (B)(6) 2016, the patient was diagnosed with aortic valve dysfunction due to an impeded valve. On (B)(6) 2016, the valve was explanted and replaced with a smaller 17 mm sjm regent valve.

Manufacturer narrative:
The results of this investigation concluded both leaflets opened and closed completely and easily. There was focal calcified thrombus on the outflow surface of one leaflet. There was no acute inflammation and gram stains were negative for organisms. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the thrombus or calcification was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.